Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a repeated recoverable 48200 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue. Fse replaced pmsc cfg. The system was tested and verified as ready for use. The pmsc was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. The unit was installed into an in-house testing system, and it failed at start up. System logged error 48100 and 48101 at start up. There was no video output during video test. Visual inspection was performed and found both dvi connector damaged. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced a repeated recoverable 48200 error. Customer was able to recover and complete the procedure. Technical support engineer (tse) confirmed that the customer has a dvi to external monitor connected to the right output on the console. Tse had the customer power cycle the system and disconnect the video output before powering the system back up. The system still faulted with a 48200 error on power up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed the procedure was robotic right upper lode wedge resection with lymph node dissection. The procedure was completed robotically.